Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a damaged introducer was confirmed and the cause appeared to be use-related. The product returned for evaluation was one 4.5fr microintroducer dilator/sheath. The sample was received with the dilator inlaid through the sheath. Blood residue was observed on the sample. The distal tip of the sheath appeared to exhibit deformation. Microscopic inspection of the sheath tip confirmed deformation. Two longitudinally aligned splits were observed. Buckling and outward flaring material was observed in the vicinity of the splits. The sheath tip characteristics were consistent with damage caused by contact between the sheath and a planar surface such as fascia. The blood residue suggested that contact occurred during attempted device use. Such damage can occur if insertion is attempted through a too-small incision and/or inserting the introducer without rotation. The product IFU states ¿advance the small sheath and dilator together as a unit over the guidewire, using a slight rotational motion. If necessary, a small incision may be made adjacent to the guidewire to facilitate insertion of the sheath and dilator.¿ a lot history review (lhr) of recn0742 showed one other similar product complaint(s) from this lot number.

Event description:
It was reported that the distal end of dilator was cracked and could not be used.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of recn0742 showed one other similar product complaint(s) from this lot number.

Event description:
It was reported that the distal end of dilator was cracked and could not be used.